Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is receiving inaccurate sensor readings. As a result, a recalibration may be pending.

Event description:
Additional information received identified the sensor was calibrated via right heart catheterization on (B)(6) 2018 where in mean was increased by 9.8 mmhg. Accurate readings were observed under the manufacturer's patient care network database.